Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: according to the device repair history, the last repair due to the disconnection was completed on august 18, 2016; there were bruising and scratches on the insertion tube; when the inside of the instrument channel was checked using an olympus industrial endoscope, there was damage and a scratch mark of 45 to 50 mm, and there was coloring. (B)(4) did not perform a microbiological testing, so omsc could not confirm whether the reported event was reproduced. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from instrument channel the device tested positive for citrobacter. The device had been manually reprocessed using peracetic acid. The user had replaced the device to another device and completed the intended procedure using the olympus video system center cv-290. There was no report of infection associated with this report.